Event description:
Complainant alleged that while attempting to cardiovert a 63-year-old male patient, a loud pop noise was heard coming from the electrode pads during defibrillation. Complainant indicated that the patient was converted to a normal sinus rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received.

Manufacturer narrative:
The customer was contacted for return of the device. The customer has responded and indicated that the product will not be returned for evaluation.